Event description:
I had a knee replacement (B)(6) 2015 after waiting an appropriate amount of time it is apparent there is a problem with the knee as I am in constant pain. My dr. Keeps telling me "x-rays look fine". I had a 2nd opinion dr. Tell me "x-rays look fine but knee seems a little loose". The knee used for my replacement is a zimmer nexgen complete knee solution, legacy knee, posterior stabilized, lps flex femoral component. Porous size g right. Trabecular metal tibial tray, fixed bearing, size 6. Prolong highly crosslinked polyethylene, 10 mm 35 mm patella, trabecular metal. I know this was implanted after the 2/15 recall of zimmer nexgen however I am experiencing the same difficulties and problems of those people who receive an implant prior to 02/15. Zimmer has apparently not fixed the problem with their knee implant. On (B)(6) 2016 my implant knee locked up during physical therapy and the therapist had to stop therapy and used heat and cold packs along with massage to finally get it mobile again. Four days later the same thing happened at home and I made a call to the on-call dr. As it was a sunday for an appointment the next day. I am 3 months away from losing my employment due to being unable to return to work as I cannot move around with efficiency and have constant pain as well as not being able to ascend and descend stairways normally and without pain. There is 2 pockets of swelling on the front inside and outside of my kneecap after 9 months which dr. Says is "soft tissue swelling". I have difficulty in ascending/descending stairs as it creates pain, I have problems on uneven ground as the knee feels loose, I have pain ascending and descending slopes or grades, the knee pops, clicks and grinds and has the general feeling of being loose or unstable. I am unable to get a good night's rest as the knee becomes very stuff and painful if I turn over. I can not sit in a restaurant booth for dinner as the knee becomes painful, I cannot sit in my computer chair longer than 15 minutes without the knee becoming painful and stiff in a bent position. Since (B)(6) 2016 I am encountering painful grinding and a hard time straightening or bending my knee after periods of sitting leg extended and sitting leg bent on a daily basis, as well as a loud clicking popping sound produced with each step I take which worsens pain throughout the day. Nexgen complete knee solution, legacy knee, posterior stabilized, lps flex femoral component. Porous size g right. Trabecular metal tibial tray, fixed bearing, size 6. Prolong highly crosslinked polyethylene, 10 mm 35 mm patella, trabecular metal.